Manufacturer narrative:
The device was returned for evaluation, the evaluation confirmed the reported event of a stuck power button due to a faulty old version power switch which was stuck and stayed depressed. Additionally, the scope socket was worn out causing poor connection and the lens base was cracked. The olympus lamp life meter was reading at 200+hours which was out of specification. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the visera elite xenon light source power switch cannot be pushed, power button was stuck. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the power switch malfunctioned due to the amount of operating force applied to the power switch and the number of times exceeded the original assumption. There has since been a design change. Additionally, since the device was manufactured over eight years, the investigation determined that the lens base was cracked due to repeated and long-term usage.